Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had surgery for front knee pain. Surgeon resurfaced both patellas as they were not resurfaced during the original surgery in 2016. Surgeon also extracted the attune cvd size 6 and size 5 insert during the case. New attune curved inserts matching the original sizes were implanted. No delay in surgery. No injury to patient. Original surgery date was (B)(6) 2016 at (B)(6) medical center. This was bilateral knee surgery; right knee.